Manufacturer narrative:
Device technical analysis: the farawave catheter was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the reported allegation could not be established due to lack of evidence. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure, a farawave catheter was selected for use. During the procedure, the merit rosen guidewire was stuck and could not be moved forward or backward. The guidewire was removed first with notable force, however, the new guidewire also could not be moved inside the catheter. Thus, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to be returned for analysis as it was deemed contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure, a farawave catheter was selected for use. During the procedure, the merit rosen guidewire was stuck and could not be moved forward or backward. The guidewire was removed first with notable force, however, the new guidewire also could not be moved inside the catheter. Thus, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to be returned for analysis as it was deemed contaminated.